Manufacturer narrative:
Detailed product information and product return availability were not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be submitted once investigation is complete or new information is received.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A versacross connect with the watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was too proximal so the physician recaptured the device. The closure device was deployed a second time, and it was deployed against the back wall of the laa. A contrast injection was administered, and the physician noted the contrast was going into the pericardial space. Transesophageal echocardiogram (tee) imaging showed that the patient had a pericardial effusion. The physician performed a pericardiocentesis draining 1000ml of blood and reinjecting it back into the patient. The patient was still bleeding after an hour, so they were brought to have open heart surgery. During surgery the perforation and pericardial effusion were treated and the laa of the patient was clipped. There were no other complications that were reported to have occurred, and the patient is recovering from this event. It is unknown if the versacross connect is returning.